Event description:
An internal investigation was conducted on 05/18 requesting information regarding the need for re-operation for any reason. Complainant reports the surgeon had implanted two charite implants (l4-l5 & l5-s1) the implant at l5-s1 was reported to have been displaced anteriorly and the poly core dislodged. The implant at level l4-l5 moved laterally but was still in the disc space. During revision surgery, the common iliac vein was torn. The vascular structure was repaired and spinal fusion was performed. A posterior procedure is scheduled.